Manufacturer narrative:
The MFR's service rep performed phone support to the customer. The ups was found to be turned off. After it was turned back on, the system was tested and operated as intended.

Manufacturer narrative:
The MFR's service rep performed phone support to the customer. The ups was found to be turned off. After it was turned back on, the system was tested and operated as intended.

Event description:
The customer reports the 9900 system displays a ups failure message during boot up. No pt injury was reported.